Manufacturer narrative:
Lot # in the initial report was left blank. The customer returned contour next test strips lot # 7efeg06c for evaluation. The lot # has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Section was left blank as the customer's weight was not provided. The customer did not provide the lot number and therefore, lot number in section was left blank.

Event description:
At 10:02 a.m., the customer obtained a blood glucose reading of 81 mg/dl on a different meter. At 10:03 a.m., upon repeat testing with the contour next link 2.4 meter, the reading of 148 mg/dl was obtained. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.